Event description:
The customer reported the system displayed a motion error message. No report of patient injury.

Manufacturer narrative:
Repairs on this system have not been disclosed. No conclusion can be drawn. However, no report of patient injury.